Manufacturer narrative:
The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02712. It was reported that during the trial procedure on (B)(6) 2021, the physician felt there may have been a csf leak. The leads were placed, and the physician did a blood patch. There were no symptoms reported after the procedure and the patient was programmed with effective therapy.